Manufacturer narrative:
The following fields in this report have been corrected: section b1: adverse event and h1: type of event, serious injury.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case, this is for the delivery system. Review report 2015691-2019-01655 for the annular rupture. Additional information indicates the inflation volume was 33 -2ccs. The device was not returned for evaluation as it was discarded by the site. Cine and photographs provided by the complaint site that showed flared wings on the distal shoulder. Additionally, the delivery system was separated at the proximal cone, and the sheath buckled at the strain relief. DHR review was performed for the components that are the most relevant to the manufacturing of the devices and components that could potentially contribute to the complaint events and revealed no manufacturing non-conformances that would have contributed to the complaint event. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis. Samples must have met testing specifications as a requirement for lot release. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A review of lot history for the related revealed no additional complaints for the relevant codes. A review of complaint history for the edwards ultra delivery system (all models, all sizes) for the past 12 months (may 2018 to april 2019) revealed other similar complaints with returned devices. The complaints were confirmed, but no manufacturing nonconformances were identified. Available information suggests that patient and/or procedural factors may have contributed to the reported events. Due to the high severity of complaints, the issue was evaluated in a product risk assessment. The complaint was confirmed through photographs provided by complaint site. Photographs show the balloon burst, bunching of the balloon over the distal shoulder, and flared distal balloon shoulders. Additionally, imagery shows that the tip separated at the proximal cone during the procedure. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported events. However, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigation's supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Although details of the patient anatomy were not given, it is possible that annular calcification contributed to the complaint event. An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in a technical summary written by edwards lifesciences. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As stated in the complaint description, ¿while retrieving the ultra delivery system, the circumferential burst balloon would not enter the axela sheath and during retrieval attempts it got caught and jammed at some calcification in the femoral artery.¿ it is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. It is also likely that the distal shoulder and/or balloon caught on the sheath tip. In doing so, it is possible that the delivery system experienced high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then have flared the shoulder wings and resulted in the separation of the distal tip. This is supported by the bunching balloon and flared wings at the distal shoulder. Per training manual, ¿do not force if resistance is met near or at the sheath tip¿. The excess force used when attempting to withdraw the delivery system likely resulted in the separation of the distal tip. While a definitive root cause was unable to be determined, available information suggests that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported event. As a corrective action, a training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A CAPA has been initiated to investigate ultra balloon burst and retrieval issues. The effectiveness of the training bulletin will be captured in the CAPA. It should be noted that this complaint occurred prior to the release of the training bulletin.

Manufacturer narrative:
(B)(4). Investigation is ongoing. This is one of two manufacturer reports being submitted for this case, this is for the delivery system.

Event description:
As reported by our affiliates in (B)(4), during the deployment of the 29mm sapien 3 valve the ultra delivery system balloon burst when 2cc still remained in the syringe. At the same time, hemodynamic values showed evidence of a pericardial bleeding. Tte confirmed the bleeding and immediately a pericardiocentesis was performed (with a vascular introducer and a pigtail catheter). 20cc of blood was aspirated and the bleeding stopped. Then it was attempted to remove the ultra delivery system but the balloon would not enter the axela sheath. Therefore the delivery system and sheath was retrieved together back into the femoral artery. Then the delivery system tip separated after applying a lot of pull force on the delivery system. It was then possible to remove the axela sheath but the tip remained in the patient and was occluding the femoral artery. Several attempts to restore blood flow were performed percutaneously but unsuccessfully. Then it was decided to get the cardiac surgeon to isolate the femoral artery and remove the tip of the catheter from the artery. During this phase, the hemodynamic condition of the patient was good with good pressure and the pericardial bleeding was under control and stable. The patient was under conscious sedation. Just before cutting the artery, the surgeon asked to do 3000 units of heparin and then the bleeding in the pericardium started again. The patient¿s hemodynamic condition dropped down and the anesthesiologist decided to intubate the patient. The surgeon performed a sternotomy in order to reduce the bleeding and then decided to move the patient to the operating room. Before moving the patient to operating room, he had a cardiac arrest which was treated by defibrillation and manual cardiac massage. The conditions became better and the patient was moved for surgery. During the open chest surgery, the ultra valve was removed, two tears under the left coronary cusp and non-coronary cusp were sutured by autologous pericardium patch and then a carpentier edwards 23 was implanted. After closure of the chest, the patient died in intensive care unit due to an irreversible cardiac arrest.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences fully inserted through the sheath and loader and with the balloon separated. The returned devices were visually inspected for any abnormalities. The delivery system was returned with distal balloon separated, a portion was not returned. The guidewire lumen was returned with no distal end. Balloon single wall thickness measurements were taken along the edge of the tear. A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing nonconformance. All measurements were within specification. Due to the nature of the complaint (balloon burst and distal tip, nose tip separation), no functional testing was able to be performed. The evaluation was performed through visual inspection. A device history record review was performed for the components that are relevant to the manufacturing of the devices and components that could potentially contribute to the complaint events and no manufacturing non-conformances that would have contributed to the complaint events. A review of lot history for the related work orders revealed no additional complaint for the reported events. A review of complaint history from may 2018 to april 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for the balloon burst.  Available information supports that patient and/or procedural factors likely led to the reported event and there was no evidence of device malfunction or manufacturing non-conformance. A product risk assessment was previously initiated per management discretion to investigate the balloon burst issue and its associated risks. A CAPA has been initiated to address ultra balloon burst and retrieval issues. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the monthly trigger for action. A review of complaint history from the same time frame for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for similar reported events (withdrawal difficulty and tip separation). The complaints were confirmed. Available information supports that patient and/or procedural factors likely led to the reported event and there was no evidence of device malfunction or manufacturing non-conformance. Since the occurrence rate did not exceed control limits for the applicable trend category, neither product risk assessment (pra) escalation nor corrective action were required. The delivery system and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The complaints were confirmed based on visual inspection of the returned device. A review of the DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. It is likely that calcification contributed to the complaint events. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As stated in the complaint description, ¿a lot of force was applied to removing the ultra delivery system, difficulties were encountered to retrieve the balloon back into the axela sheath.¿ it is possible that the balloon burst resulted in a distorted balloon profile and/or exposed the balloon shoulders, which could have hindered the delivery system from entering the sheath. Additionally, tortuosity in the femoral artery could have caused the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The balloon burst and lack of coaxial delivery system retrieval likely resulted in the distal shoulder and/or balloon caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then have flared the shoulder wings and resulted in the separation of the distal tip. As a result of the withdrawal difficulty, the distal tip was cut by the physician in order to remove the delivery system. This is supported by the bunching balloon and flared wings at the distal shoulder. Per training manual, ¿do not force if resistance is met near or at the sheath tip¿. The excess force used when attempting to withdraw the delivery system likely resulted in the separation of the distal tip. Available information suggests that patient factors (annular calcification; vessel tortuosity) and/or procedural factors (device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No labeling/IFU inadequacies were identified. As such, neither corrective/preventative actions nor a pra are required at this time. However, a product risk assessment was previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A CAPA has been initiated to address ultra balloon burst and retrieval issues and is currently in the investigation phase.

Manufacturer narrative:
Additional information: h7, h9, h10.  Section h10: the recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.

Manufacturer narrative:
Correction to h9 fca number.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.